Event description:
Device was returned for service with report of failure codes 812:00 and 812:04. The biomed at the facility reported there was no pt injury or medical intervention caused by this situation. Despite baxter's effort to obtain additional info, no further info was available at this time regarding whether or not the device was in use on a pt when the failure occurred. No additional contacts could be identified by the facility.